Event description:
Patient reported their ipg (neurostimulator) was shutting down every 4 hours and the only way to get stimulation to turn back on is use the charging puck. Once the patient places the charging puck over the ipg, the patient is able to connect their remote and feel stimulation again.